Manufacturer narrative:
Not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, the surgeon attempted to push the drill bit through the universal drill guide/double drill sleeve for cortex screws. The drill guide was bent and would not accept the drill bit. A new drill guide was used in its place. It is unknown if there was a surgical delay. Patient and surgical outcome are unknown. Concomitant device/s reported: unknown drill bit (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).

Event description:
It was further reported that there was no patient consequence.

Manufacturer narrative:
Part: 03.130.225; lot: 9070145; manufacturing site: (B)(4); release to warehouse date: (B)(6) 2015. One nonconformance (nc) is noted on the manufacturing documents. The nc was started as additional packaging was required, in addition to the standard plastic bag the devices should also be packed in a box for better protection during transportation. This nc was not product related and is therefore not relevant for this complaint. Finally the device history record shows this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no relevant nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. This nc was packaging and not product related and is therefore not relevant for this complaint. It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, the surgeon attempted to push the drill bit through the universal drill guide/double drill sleeve for cortex screws. The drill guide was bent and would not accept the drill bit. A new drill guide was used in its place. It is unknown if there was a surgical delay. Patient and surgical outcome was unknown. The instrument was received with the reported condition of ¿visual deformed/bent: rm¿. The following investigation flow were performed: damage: visual (appearance not as expected). Visual inspection showed no obvious damage to the drill guide. There are no bent portions that are visible. The received condition does not agree with the complaint description for bent. Dimensional inspection: relevant design drawings were reviewed. Specification: inner diameter: 1.6 +/- 0.05 mm (1.5mm shaft) & 1.2 +/- 0.05 mm (1.1 mm shaft). Measured: 1.5 shaft: 1.55 mm to 1.59 mm gauge pins fit; conforming. 1.1 shaft: 1.15 mm gauge pin would not fit; nonconforming. Device used: gauge pins gp 29 & 32. There may be a burr inside the 1.1 shaft preventing the passage of the gauge pin resulting in the complaint condition and is too small to be seen visually. A device history review, was performed for the returned instrument¿s lot number and no manufacturing review records (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A nc is noted on the manufacturing documents. This nc was packaging and not product related and is therefore not relevant for this complaint. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. The complaint is confirmed due to the 1.1 shaft not able to accommodate the proper gauge pin size per its specifications. Based on the available information it is not possible to determine a definitive root cause for the complaint condition as the circumstances surrounding the event are unknown. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Patient consequence was updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.